Manufacturer narrative:
DHR:the lot number was built/packaged on afa line 11 from 10sep2018 thru 13sep2018 for the quantity of 321,210. All required challenge samples, set-up and in process testing were performed per specifications. No quality notifications were initiated during production. Received 10 iag 20ga packages from lot number 8248635. All components were present and intact. Visual/microscopic examination: all of the units revealed black strips of tape adhered to the top web film at one end of the packages. The tape caused the top and bottom papers not to seal properly. Conclusion(s): the black tape adhered to the paper top web is splice tape that was introduced by the supplier of the paper top web. The new supplier of pre-printed paper top web material uses this black splice tape in the process of pre-printing the colored stripe on top web material. It was determined that one of the packaging lines was unable to detect the black splice tape.

Event description:
It was reported that package integrity/sterility has been compromised with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: a black band appears at the packaging and no sticking which lead to a rupture in the sterility.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that package integrity/sterilty has been compromised with a bd insyte autoguard bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: a black band appears at the packaging and no sticking which lead to a rupture in the sterility.